Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The reported resistance and balloon rupture appears to be due to case circumstances. It is likely that the reported resistance during advancement and balloon rupture were the result of the balloon interacting with the heavily calcified lesion such that the balloon outer surface became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mildly tortuous mid left anterior descending coronary artery. The 2.0x15 mm traveler rx balloon dilatation catheter (bdc) met resistance with the anatomy during advancement and the balloon ruptured at 10 atmospheres during the first inflation. The bdc was removed without resistance and was replaced with a non-abbott bdc to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.